Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator showed error codes e006 and e486. The issue was found during an unspecified procedure. The device was replaced with a non-olympus device to complete the procedure. No harm to the patient reported.